Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a dislodgment occurred. While the 4.0x12mm liberte' bare metal stent was being prepped, it was noted that the stent had come off the balloon. They were not sure if the stent came off when removing the stent protector. The procedure was completed with another liberte' stent. No patient complications occurred. Patient status is satisfactory.